Event description:
Pt cleaned contact lenses using product, then inserted lens without following full course of disinfection. Pt experienced significant bilateral eye discomfort and required emergency treatment, including copious irrigation, instillation of neosporin opthamalogic ointment, and double patching eyes. Diagnosed as bilateral corneal abrasions and suspected chemical conjunctivitis. Pt was misled by new packaging which emphasized removal of protein deposits "in 15 mins" and which failed to adequately warn user of dangers.